Event description:
Per the clinic, the patient was put under sedation on (B)(6) 2015, to undergo implant evaluation using the integrity test system due to refusal of device use.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device has not been evaluated by the manufacturer as the implanted device remains insitu. Device evaluation is not anticipated as previously reported on june 10, 2015. This report is filed june 11, 2015.